Event description:
The patient was a male. A percutaneous coronary intervention (pci) was conducted to treat the following lesions, which were 99% stenosed at the mid right coronary artery (rca) and 75% stenosed at the posterior descending (pd). It is unknown if the lesions were de novo. The lesion at the mid rca was moderately calcified and slightly tortuous. Three different guide wires (runthrough, travers, and pilot) were inserted into the rca. Pre-dilation with a 2.0 x 15mm maverick balloon was conducted at 12 atmospheres at the pd. Ivus was also conducted. Initially, while trying to implant a 2.5 x 23mm cypher stent (lot number i0506021) at the pd, the physician felt large friction at the mid rca, and so the cypher was removed and pre-dilation with the maverick balloon was conducted. The 2.5 x 23mm cypher stent was eventually delivered to the pd and it was implanted at the target lesion. After that, all the guide wires (except the travers) were removed, and pre-dilation with a 2.5 x 13mm quantum maverick balloon was conducted at 18 atmospheres at the mid rca. While trying to implant a 3.0 x 33mm cypher stent (lot number i0406083), there was friction at the mid rca. The cypher was removed from the patient. The stent was confirmed flared at the proximal end. Pre-dilation with the quantum maverick balloon was performed at the mid rca, and a 3.0 x 28mm cypher stent was implanted at the target lesion in the mid rca. After that, a 3.0 x 33mm cypher stent was implanted overlapping the proximal end of the cypher between the proximal and mid rca. Finally, a 3.5 x 13mm cypher stent was implanted overlapping at the proximal end of the 3.0 x 33mm cypher stent that was implanted in the proximal rca. The physician felt that the flared stent would lead to a stent dislodgement. There was no reported patient injury.

Manufacturer narrative:
This device (lot i0406083) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.